Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 pairing to the ilet failed initially, resulting in the user¿s glucose number not displaying on the ilet until the menu was opened and the sensor status confirmed as connected; glucose then displayed and the system functioned. Symptoms included hyperglycemia with a reported peak of 337 mg/dl for approximately 30 minutes without back-up therapy, ketone testing, medical intervention, or other assistance, and no acute health effects were reported. Outcomes included no long-term health impact and no hospitalization. Investigation included user guidance to review cgm connection status and confirm active sensor connectivity. Investigation of this case revealed a transient communication or display issue limited to the ilet interface that resolved after confirming sensor connectivity, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity inconsistency not reproduced after standard troubleshooting.